Event description:
Before deployment, the struts of a 2.75 x 18mm cypher select plus stent were already distorted. Addendum: the patient was admitted for a procedure on march 26, 2008 with a calcified lesion in the distal circumflex. It was noted that the lesion was restenotic (2.75 x 19mm coroflex bare metal stent). The lesion was pre-dilated and a 2.75 x 18mm cypher select plus stent was chosen for the procedure. There was difficulty crossing the lesion. It was noted that the proximal struts on the stent were uplifted. This was noted during use. It was also noted that excessive force was used during insertion and withdrawal. There was no reported patient injury.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the unites states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.